Event description:
Vidaza injection was malfunctioning. The easy-point needles were not connecting properly to the closed end luer piece. 3 out of the 4 injections did not connect properly which caused leaking. Pharmacy contacted. Injections were returned and new injections were brought down and verified by the pharmacist on duty.